Event description:
Ligasure cord from surgical field plugged into the generator at 2 bar setting. Surgeon's attempts to use the handpiece were unsuccessful. The cord was removed/plugged in again, steps taken by surg tech to respond to directions on machine were also unsuccessful. Another ligasure was opened to the field and it worked immediately. The first ligasure was removed from the sterile field.====================== manufacturer response for ligasure curved, small jaw, open sealer divider, (brand not provided) (per site reporter).====================== will send replacement.